Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital for an unrelated reason to the device. Upon review of the stored electrocardiograms, intermittent ventricular undersensing was noted due to pseudofusion events. There were also instances of inappropriate pacing due to cap confirm threshold test. Programming changes were made and the patient will follow-up with the cardiologist. The patient was in a stable condition after the event.